Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was oversensing noise which led to pacing inhibition. There was suspicion of a microfracture. The lead was surgically abandoned and a new rv lead was successfully implanted. The device was also electively replaced during the procedure as it was nearing elective replacement indicator (eri). There were no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.